Manufacturer narrative:
The lot number is not known, therefore, expiration and manufacturing dates are not known. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, 'when inserting the sheath of the device into the patient's cervix, it cut the top portion of the cervix". It took approximately three stitches to treat the cut. Follow up information received in 2009, revealed that there was no actual malfunction with the device, the cervix was classified as "tight" and "stenotic", the sheath was difficult to insert, and a great deal of pressure was applied. The procedure was completed with this device and there were no further patient complications reported with this event.